Manufacturer narrative:
No significant anomalies were found with the implantable neurostimulator (ins) battery. The device reached normal end of life and the telemetry and output were okay. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator or obsessive compulsive disorder (ocd). It was reported that the activa pc+s battery life did not last as long as anticipated so the device was surgically replaced with an activa pc. The diagnostic methods included monitoring the battery status. It was also stated that the event was resolved at the time of this report. There was no known impact or consequence to the patient. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the cause of the battery not lasting as long as anticipated was not known.